Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose device after an interventional permanent pacemaker implantation (ppi) procedure with a 6f sheath. Reportedly, the sheath started to prematurely split during step 2, but deployment was able to be completed. There was difficulty removing the device; therefore a needle was used to press the "button" [access port] (per instructions for use) and the device was able to be removed. Hemostasis was successfully achieved with the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed emdr report, the device was returned for analysis. Analysis of the returned device found the thumb advancer to be in the pre-deployed position, and the sheath only partially split. This suggests that deployment was not completed and hemostasis could not have been achieved with this device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to remove and the product quality problem are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed an indication of a lot specific issue. A conclusive cause for the reported difficulties cannot be determined. The subsequent treatment appears to be related to the operational context of the procedure. In this case, it is possible the vessel locator wings were not collapsed prior to attempting removal. The pre-split sheath is per design. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Corrections: b1 - adverse event/product problem: updated. B2 - outcomes attributed to ae: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. H1 - type of reportable event: updated. H6: health effect - impact code 2199 removed.